Event description:
Device 4 of 7. Reference MFR. Report#: 3006705815-2019-01865. Reference MFR. Report#: 1627487-2019-05841. Reference MFR. Report#: 1627487-2019-05842. Reference MFR. Report#: 3006705815-2019-01866. Reference MFR. Report#: 1627487-2019-05844. Reference MFR. Report#: 1627487-2019-05845.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient has 2 scs systems. Device 4 of 7. Reference MFR. Report#: 3006705815-2019-01865; reference MFR. Report#: 1627487-2019-05841; reference MFR. Report#: 1627487-2019-05842; reference MFR. Report#: 3006705815-2019-01866; reference MFR. Report#: 1627487-2019-05844; reference MFR. Report#: 1627487-2019-05845. It was reported the patient's scs system was not functioning properly. As such, the patient underwent surgical intervention wherein the systems were explanted and replaced with a single system. It was noted one of the original leads was partially explanted and the other part remains inside the patient due to scar tissue (it is unknown which lead). Reportedly effective therapy resumed following the procedure and the issue is resolved.